Manufacturer narrative:
A full technical evaluation was completed. The camera head was observed to have an image malfunction due to a defective cable unit. As a result of the malfunction of image functionality, the white balance could not be properly adjusted and an error message e311 displayed on the monitor. A review of the repair history indicates the camera head was last serviced via repair on november 2020 for similar issue requiring a replacement of a defective cable unit. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (oekg - belgium) was informed by the customer that the high definition autoclavable camera head reportedly has an "image problem (without patient risk)" during receipt inspection. The camera head was returned to the regional repair center for evaluation. Upon inspection and testing, the camera head was observed to have a no image (reportable) malfunction due to a defective cable unit. No patient injury or harm was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. No device was returned to the legal manufacturer; therefore, the exact cause of the reported issue could not be conclusively determined. Based on the physical evaluation, the potential cause of the processor failed to communicate was potentially due to a broken cable unit from user¿s handling. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states the cable could become damaged due to the following: do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable, but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object. Olympus will continue to monitor complaints for this device.